Event description:
It is reported that the tip of the reamer broke off inside the pt, and was retrieved with a guide wire.

Manufacturer narrative:
Evaluation summary: the returned reamer is fractured at the shaft-head interface probably, due to fatigue. The reamer has a potential field age of over 3.5 years and would have been subjected to combined effects of stress, repeated fatigue, sterilization, and normal wear and tear. This in addition to the high torque and bending load at the area of high stress concentration could have lead to the fracture. Another reason could be that the reamer was used directly on a tibial bone without prior 0.5mm increment reamers, then the forced acting upon the reamer would be too large to withstand torque especially on a hard and dense bone structure. H6: evaluation codes: as returned, the head has fractured off of the reamer. The fracture occurred at approx the junction of the head to the shaft of the reamer. The returned head exhibits nicks and dings along the cutting edges and has some gold coating worn off. The reamer shaft exhibits galling/striations along the length of the shaft and has a potential field age of approx 3 1/2 years. Device history records indicate device manufactured to specification.